Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that details missing from the packaging of 2 infusion set and not sealed properly. No further information.

Manufacturer narrative:
(B)(4) - device 2 of 2. E1 patient city: (B)(6). Patient country: united states.